Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a coil embolization procedure, the coil (subject device) experienced resistance when advancing and the proximal section broke. The physician removed the broken coil with no patient impact and the procedure was completed successfully.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis revealed that the delivery wire was kinked likely due to handling during use. Microscope inspection found the main coil to be intact and no evidence or any defect of the alleged break was identified. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
It was reported that during a coil embolization procedure, the coil (subject device) experienced resistance when advancing and the proximal section broke. The physician removed the broken coil with no patient impact and the procedure was completed successfully.